Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic sigmoidectomy event description: two complaints occurred in the same case. Complaint 1 of 2: #(B)(6), complaint 2 of 2: #(B)(6). Field team was not present during device use. The first c8501 was placed within patient and approximately 30 minutes after deployment, the surgical team found that the sheath was separated from the green inner ring and a portion of the ring was hanging inside the patient. A second c8501 was used and the sheath separated from the green inner ring again 30 minutes after deployment, similar to the first c8501. The case was completed with the third c8501. No patient injury occurred. The surgical team also note that they would pull off looped cord from device before use, using the same procedure for 15 years. Images of devices are available products are available for return. Additional information received on 02jun2022 via email from account manager. The green placement ring detached from the sheath 30 minutes after deployment for both devices. Patient status: no patient injury. Type of intervention: case was completed with the third device.

Event description:
Procedure performed: robotic sigmoidectomy. Event description: two complaints occurred in the same case. Complaint 1 of 2: #(B)(4) - MFR# 2027111-2022-00636. Complaint 2 of 2: #(B)(4) - MFR# 2027111-2022-00637. Field team was not present during device use. The first c8501 was placed within patient and approximately 30 minutes after deployment, the surgical team found that the sheath was separated from the green inner ring and a portion of the ring was hanging inside the patient. A second c8501 was used and the sheath separated from the green inner ring again 30 minutes after deployment, similar to the first c8501. The case was completed with the third c8501. No patient injury occurred. The surgical team also note that they would pull off looped cord from device before use, using the same procedure for 15 years. Images of devices are available products are available for return. Additional information received on 02jun2022 via email from account manager. The green placement ring detached from the sheath 30 minutes after deployment for both devices. Patient status: no patient injury. Type of intervention: case was completed with the third device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming complainant¿s experience of the sheath had separated from the inner ring. Based on the description of the event and the photos provided, it is possible that the reported event was caused by a weak or incomplete heat seal between the sheath and the inner ring. However, this could not be confirmed as the event unit was not returned.